Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours or off). The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received an auto-off alarm in the morning. The customer had not interacted with the pump since dinner the day before. The customer's blood glucose level was not impacted. The customer cleared the alarm and resumed insulin delivery. The contact adjusted the auto-off feature to a longer time period.